Event description:
The account alleges the head hi/low will slowly drift down. No injury reported.

Manufacturer narrative:
The account replaced the head hi/low down valve and that resolved the issue.